Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot. Upon troubleshooting fse tried to repair the flex vision pc but was unable to do so. To resolve the issue, fse replaced the flex vision pc. The defective pc was returned to philips for analysis and confirmed ram failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.